Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. There has been no indication or allegation of a product malfunction. It appears that this event was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient underwent redo aortic valve replacement to remove his bioprosthetic aortic valve, after implant duration of two years and seven months, due to aortic valve regurgitation. The explanted device was replaced with another edwards bioprosthetic valve. The patient was discharged on pod #6. Per the pathology report, the subject device had fragments of fibrous tissue with inflammation with giant cells consistent with pannus.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of paravalvular leak could not be confirmed through visual examination. As received, all three leaflets were stiff and appeared translucent-like due to dehydration. The free margin of leaflet 2 was rolled toward the outflow aspect and created a gap in the central coaptation region. Leaflet 2 had an 1 mm tear near commissure 3. There was minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Wireform was exposed on all three commissures on the outflow aspect. Sewing ring was cut near leaflet 1 and 2. X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Additional manufacturer narrative: through further investigation, it was learned that the reason why the subject device was removed was due to paravalvular leak (pvl). However, intraoperatively, the pvl in question was not found by the surgical team. The subject device was excised from the patient due to its appearance. Based on the product evaluation findings, host tissue overgrowth/pannus formation lead to structural valve deterioration (svd). A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.